Event description:
Report received of an over-delivery. The customer contact indicated that the event was the result of an error in programming the device. At 11am, the pump was programmed in the ml/hr mode to deliver 100mg of lepirudin in 250ml instead of the intended 250mg of argatroban in 250ml at a rate of 6.8ml/hr. Approx 8 hours later, the evening nurse noted that the wrong drug was infusing and the infusion was stopped. The same nurse reportedly reprogrammed the pump in the dose calculation mode to deliver 100mg instead of the intended 250mg of argatroban in 250ml, 90kg weight, at a dose of 2mcg/kg/min instead of the intended dose of 0.5mcg/kg/min, with a calcuated rate of 27ml/hr. After an unspecified length of time the next day, the day nurse noted the error in programming and the infusion was stopped. The pump was removed from clinical service and the therapy resumed after an unspecified length of time using a replacement pump. There was no reported adverse pt sequelae. Though requested, no further info was available.